Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "shock" and "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1ml of unspecified juvéderm® volift¿ in the lips. The next day, patient presented with inflammation in the lips. Patient was treated with hyaluronidase, fortecortin, and ciprofloxacin. The next day, patient experienced ¿shock¿, was taken to hospital and treated with amoxicillin instead of ciprofloxacin. Symptoms are ongoing.